Event description:
It was reported that the right atrial (ra) lead experienced high rate episodes due to noise and oversensing, high short interval counts (sic), and low impedance. A right atrial (ra) lead fracture was confirmed under the clavicle as observed via x-ray photos. In addition, the ventricular lead exhibited oversensing noise and short interval counts (sic). The device was reprogrammed to vvi pacing mode and the sensitivity was reprogrammed. The ra lead and ventricular lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst noted that there were apparent oversensing in the ventricular high rate episodes.